Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Event description:
As reported by the sales rep, an unknown codman programmable valve was revised, replaced with a codman inline precision valve. The unknown previously implanted valve was discarded.